Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose above 300 mg/dl, which improved after replacing an inset 23-inch, 6 mm infusion set; no kinks, leaks, alerts, or alarms were reported, and troubleshooting and education were provided. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without the need for professional medical intervention, assistance from others, backup therapy, or hospitalization. Investigation included review of the event details and user-reported device performance. Investigation of this case revealed no device malfunction or component failure identified, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.